Event description:
It was reported that during the implant this right ventricular (rv) lead was placed at the cardiac apex but exhibited high pacing thresholds and low sensing. Multiple adjustments were made but no improvement was seen. The patient had myocardial fibrosis thus the lead was not used. No adverse patient effects were reported. Should the lead be returned analysis will be performed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. The no problem detected investigation conclusion code was selected based on analysis of the returned product. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.

Event description:
It was reported that during the implant this right ventricular (rv) lead was placed at the cardiac apex but exhibited high pacing thresholds and low sensing. Multiple adjustments were made but no improvement was seen. The patient had myocardial fibrosis thus the lead was not used. No adverse patient effects were reported. Should the lead be returned analysis will be performed.